Event description:
Additionally, healthcare professional reported double capsule with a "small amount of fluid". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, yellow particles in the surface of the shell, deformation and voids in the gel. Weight measurement identified device weight to the specification. No openings observed in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and textured breast implants due to the patient¿s concern with the product. Device remains implanted.